Event description:
It was reported that during central processing, the single-port (sp) monopolar curved scissors (mcs) instrument had a broken tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage happened after the case; no fragments were left in the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The single-port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component was located at the distal end of the instrument and serves as the interface between the instrument and the user-installed tip accessory. The broken piece was not returned and measures approximately 3.59 mm x 5.17 mm. The electrical continuity was performed and passed. The inputs were manually articulated and passed. The housing was removed and found to be undamaged. The instrument was found to have a detached fragment. The detached fragment was from the broken instrument tube adapter but not returned. The detached fragment measures approximately 0.51 mm x 3.62 mm. The instrument was also found with a scratched tube adapter. The over-molded tube adapter was visually inspected and found to have scratch marks/abrasions around the tube adapter. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. Scratches or abrasions to the tube adapter are deemed cosmetic damage. The probable root cause is attributed to damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can also cause scratch marks. .